Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported one false positive result obtained on the alinity m sars cov-2 assay that was questioned by the patient. The customer stated the patient was tested on (B)(6) 2021. The results came back positive. The patient claimed to believe the results were a false positive as they were not experiencing any symptoms. The customer spoke to the patient whom was supposed to travel back home the following day and was asking for advice on what they could do. The customer explained to the patient that their result were true positive which the patient disagreed. The patient's sample was not eligible for a rerun as the result was a clear. There was no report of impact to patient management. Although there is no evidence of a discrepant result, this event will be run as a worst case scenario of false positive result.

Manufacturer narrative:
D4 updated to include product list number in the catalog number field investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review review of the manufacturing packet for alinity m sars-cov-2 amplification reagent kit (list 09n77-095) lot 522521 did not identify any issues which could result in the reported complaint. No issues were found during qc testing. The qc 2-f amp kit masterlot testing met all acceptance and validity specification criteria. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amplification reagent kit (list 09n78-095) lots 522521. A product deficiency could not be identified as a result of this review.